Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for sheath distal tip split was unable to be confirmed as the device was not returned for evaluation and no relevant imagery was provided. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR was unable to be performed as no lot information was provided. However, a review of the IFU/training materials revealed no deficiencies. Furthermore, no issues were reported during unpacking or device preparation. As reported, "during advancements of the delivery system, after the valve exited the esheath, the team took notice to a bent frame strut on the valve cage. [...] After withdrawal, it was noticed that the esheath had a small tear at the most distal end (clarified as distal tip split).". Per review of the provided 3mensio report, the access vessels had presence of calcification. In this case, it was reported that a bent valve strut was noticed after the crimped valve exited the sheath tip. It is possible that the crimped valve caught onto the sheath distal tip and contributed to the split as it exited the sheath. Additionally, sharp calcified nodules within the access vessel can potentially create a small tear or weaken the sheath material during device insertion and/or removal. As such, available information suggests that patient factors (calcification) and/or procedural factors (interaction with crimped valve) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 29mm sapien 3 ultra resilia valve in aortic position. During advancements of the delivery system, after the valve exited the esheath, the team took notice to a bent frame strut on the valve cage. Upon noticing, the physician decided to move forward and implant the valve. The valve was implanted with no issues. As per follow-up with the fcs, there were no issues during the crimping phase. There was nothing more than usual resistance felt during insertion of the delivery system into the esheath. The loader was able to be fully inserted and the angle of insertion was in correct orientation. Per physicians discretion, the valve was deployed with no issues and the delivery system and esheath were removed in normal fashion. After withdrawal, it was noticed that the esheath had a small tear at the most distal end (clarified as distal tip split). There was no patient injury. The root cause of the bent frame strut is unknown as nothing was done out of the ordinary.